Manufacturer narrative:
(B)(4). The complaint was not confirmed. The cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a check heater line alarm the home patient (hp) stated he started over with a new cassette, but the same bags. The technical service representative (tsr) explained that he has compromised the set up and needs to end therapy. There was patient involvement. No patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp stated that they had to start over with new supplies, and they were able to finish therapy. The hp stated that the problem that let to causing the alarm was that the solution bag or the cassette was not allowing for the solution to flow very well. It was taking a long time to fill them, and drain. The hp stated they do not have samples, and they do not have a lot number regarding the sets. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.